Event description:
Usoh et al report in the august 2010 edition of the american venous forum on a "prospective randomized study comparing the clinical outcomes between inferior vena cava greenfield and trapease filters" that an (B)(6) male patient treated with a trapease filter died due to suspected pe.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Inferior vena cava filters are used to prevent pe in patients with contraindications to, complications of, or failure of anticoagulation therapy and patients with extensive free-floating thrombi or residual thrombi following massive pe. Current evidence indicates that ivc filters are largely effective; breakthrough pe occurs in only 0% to 6.2% of cases. Contraindications to implantation of ivc filters include lack of venous access, caval occlusion, uncorrectable coagulopathy, and sepsis. Complications include misplacement or embolization of the filter, vascular injury or thrombosis, pneumothorax, and air emboli. Recurrent pe, ivc thrombosis, filter migration, filter fracture, or penetration of the caval wall sometimes occurs with long-term use. When used appropriately, ivc filters are a safe and effective method of preventing pe. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event.